Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. It was reported that the anchor pulled out. Visual evaluation was unable to identify an anchor in the picture and, therefore, could not confirm the reported event. However, unrelated to the reported event, there were signs of fraying to the suture found in the picture. The reported event is could not be confirmed based on the investigation of the returned picture. The most likely cause(s) for the reported failure can be a user error, improper bone preparation, or misaligned insertion. According to dfu-0087-eor3_fmt_en. G. Precautions. 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. The complaint allegation was not confirmed, based on the attached picture.

Event description:
It was reported that the retention sutures in the ar-2324bct-2 anchor completely pulled out when the surgeon removed the inserter. See source data and image attached.